Manufacturer narrative:
Two needles from lot a6922 were returned for investigation. The needle lot manufacturing records were reviewed and found that 2 electrical hi-pot issues were recorded for this needles batch. Both needles electrical properties were found within specification. Testing on a vi system was successful; the needles were operated several times in I-thaw mode with no issues. The complaint could not be confirmed as the needles passed all investigative testing with no failure found.

Event description:
This is a follow up #1 to report investigation results of the returned needle. As reported in the initial: it was reported that 5 iceforce needles were used for a renal cryoablation case. During the first thaw, the patient started to twitch. All needles were stopped and turned on 1 by 1 to isolate the defective needle. They continued to the 2nd freeze cycle and the patient started to twitch again during the next thaw cycle. The defective needle would also not cauterize. The doctor did not believe the patient was harmed. The case was completed without injury to the patient. The needle will be returned for investigation.

Event description:
It was reported that 5 iceforce needles were used for a renal cryoablation case. During the first thaw, the patient started to twitch. All needles were stopped and turned on 1 by 1 to isolate the defective needle. They continued to the 2nd freeze cycle and the patient started to twitch again during the next thaw cycle. The defective needle would also not cauterize. The doctor did not believe the patient was harmed. The case was completed without injury to the patient. The needle will be returned for investigation.